Event description:
It was reported that a malfunction occurred on the pump with a code displayed as malf 9. There was no reported impact to the customer¿s blood glucose level. The issue did not recur after the pump was reset, and the customer was advised by technical support on how to reset the pump. They confirmed understanding and were instructed to call back if any malfunction code reappears, allowing them to continue using the pump.